Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnoses: lumbar spondylosis. Lumbar spondylolisthesis. Lumbar instability. Herniated disk. For which, patient underwent following procedures: l5-s1 posterolateral arthrodesis. L5-s1 posterior lumbar interbody fusion. L5-s1 bilateral decompression with foraminotomy and diskectomy to the left for nerve root decompression. Use of bmp. Morcellized autograft. Morcellized allograft. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.